Event description:
It was reported that the patient had increased spasticity and tightness symptoms for approximately the past 3 to 4 days. The patient went to the emergency room (ER) on (B)(6) 2013 and x-rays were performed, as well as pump interrogation, and the patient was told everything was working fine. It was noted that no changes had been made to the programming since implant and that the next refill was in 6 months. The patient noted being on the same dosage of 245 micrograms (mcg)/day for approximately 4 years, and thus questioned if the symptoms could be related to having a different pump with a different calibration constant. The patient noted that their health care provider (hcp) was aware of the situation as an hcp from their clinic was at the ER. The patient had an upcoming surgical post-operative appointment on (B)(6) 2013. The pump system was being used to deliver baclofen. It was later reported that ever since implant, the patient had not been able to sleep at night because he would get a tingling sensation in his legs, his back would start itching and he would get very hot from the waist down. The patient did not have these symptoms during the day; however, he was not able to go to work because he could not sleep at night. It was also noted that when the patient had x-rays while in the ER as previously noted, the presence of some scar tissue was found. The patient was reported to have been in the hospital ER all day on (B)(6) 2013. It was noted that the patient has had four pumps and has never had a problem like this, thus the reporter alleged that there was something wrong with the pump. An hcp was to visit the patient at home on the date of the report and the medtronic field representative was to follow up with the patient as well. The medication in the pump was noted to be lioresal. It was later reported that the catheter was disconnected from the pump connector. The patient was noted to have baclofen withdrawal symptoms, increased spasticity and sweating. The patient was hospitalized, a dye study was performed, and a catheter revision was scheduled. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a catheter connector replacement on (B)(6) 2013. During the procedure, the healthcare provider (hcp) noted that there were several connectors and there was a concern that one connector was more mobile than it should be, potentially due to a break. Due to this, the existing connector was removed and a new connector was placed. Upon troubleshooting prior to replacement, it was noted the hcp encountered an inability to aspirate from the pump (catheter access port ¿ cap). A subsequent x-ray revealed a disconnect/break and contrast accumulation around the junction of the pump and catheter. Following the procedure, as of (B)(6) 2013, the patient continued to have ¿significant spasticity and itching all over¿. Per the hcp clinic notes the patient was demonstrating symptoms of baclofen withdrawal at that time, and the hcp was planning to have the baclofen in the pump removed and replaced the following day, as the hcp hoped the symptoms were related to a ¿bad batch¿ of intrathecal baclofen. If the symptoms did not resolve following the medication replacement, the hcp was contemplating progressing to another complete system replacement. The medication was noted as compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot # j10975r58, implanted: (B)(6) 2002, product type catheter; product ID 8709, lot # j10975r58, implanted: (B)(6) 2002, product type catheter. (B)(4).